Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0ry96l implanted: (B)(6) 2015. Product type: lead.

Event description:
The health care provider reported unexpected end of service (eos). Patient had device turned off, and when health care provider tried to turn device back on, patient had an eos message. The patient had a fall in (B)(6) 2016 and a hip replacement in (B)(6) 2016. On (B)(6) 2016 impedance and programming was done. The device showed eos and was unable to be turned on although it was able to be interrogated. Impedance was raised to 2.0v and 300pw. Therapy longevity was checked and it showed eos. The issue was not resolve at the time of this report. The patient was scheduled for a full replacement on (B)(6) 2016 and would send in the lead and implantable neurostimulator for analysis.the patient's indicators were for urinary dysfunction/sacral nerve stim /sacral nerve stim/ gastrointestinal/ pelvic floor.

Manufacturer narrative:
Analysis of the ins, (B)(4), found there were insignificant anomalies. There was normal end of life/no telemetry and no output. Product analysis (B)(4); longevity estimate could not be performed due to lack of device parameters. Destructive testing was performed on the battery at mecc. No evidence of an internal mechanism for premature depletion was found during destructive analysis. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.